Manufacturer narrative:
This issue was previously reported under MDR number 3016438761-2020-00202 under the same suspect medical device, but an incorrect manufacturer name, city and state. The abbott field service representative (fsr) inspected the instrument, and observed a dirty cuvette dry tip (alinity c-series cuvtte d). The fsr replaced the dry tip, which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed, as returns were not available. A review of service history for the alinity ac01525 did not identify any service, or complaint issues that may have contributed to this issue. A review of tracking and trending for the alnty c-series cuvtte d did not identify any trends. A review of tracking and trending for the alinity c did not identify any trends for the complaint issue. Manufacturing documentation was reviewed, and no issues were identified. Labeling was reviewed ,and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(4), or the alnty c-series cuvtte d was identified.

Event description:
The customer observed falsely depressed alinity c calcium results and sodium results generated on the alinity c processing module for several samples. No specific patient information or data or comparison data was provided. The following data was provided on 27aug2020: sid (B)(4): initial sodium result = 110 mmol/l, repeat = 141 mmol/l , sid (B)(4): initial calcium result = 1.18 mmol/l, repeat = 2.24 mmol/l , sid (B)(4): initial calcium result = 1.24 mmol/l, repeat = 2.24 mmol/l , sid (B)(4): initial calcium result = 1.43 mmol/l, repeat = 2.32 mmol/l . No impact to patient management was reported.